Event description:
It was reported that during a gastrectomy procedure, could not use hand switch and smoke occurred. Another device was used to complete the case. There were no adverse consequences to the patient. One hp054 and one ace23p discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.